Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had a red error when trying to set up the pump which was resolved by replacing one of the sensors on the machine and ran pm on the machine and it is now working as expected, need to be troubleshooted as channel error never came across and hence it took time to figure out the issue.